Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available regarding this report, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed loss of capture (loc). The local field representative (fr) sent in a electrogram (egm) for technical services (ts) to review. Ts believed there to be an issue with the lead to tissue interface. The patient was admitted to the hospital for observation. A save to disk was sent in for analysis. There was no noise found on the lead. There were no issues identified through analysis of the disk. The egms were reviewed again. It was determined that the lead tip was not stable. This was represented by the fact that rv capture was seen at higher and faster outputs vs a slower rate at the same output. The lead will continue to be monitored. There were no additional adverse patient effects reported.